Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that during the use winged infusion set they found that the blue colored tube connected to 3 way stopcok was broken hence leakage.